Manufacturer narrative:
(B)(4). Partial lead measuring 54.4 cm from proximal end was returned. Insulation and conductor damage was found at 32-33.3 cm from the proximal end and was consistent with clavicular crush damage. Inner coil ptfe tubing and etfe coating on the sensing cable were damaged. This is consistent with the observation in the field of sensing issue and inappropriate shocks.

Event description:
It was reported that the lead was explanted due to sensing artifacts and inadequate shocks. Patient condition was good before and after the event.